Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the surgical intensive care unit. The md inserted the needle and spring wire guide (swg) successfully. He then removed the needle, advanced the dilator over the swg and into the left subclavian vein and then removed the dilator. As he advanced the catheter over the swg, he noticed a slight resistance. He withdrew the swg through the catheter and again felt some resistance in the vicinity of the catheter hub. As he continued to remove the swg, it began to unravel at the proximal end of the catheter. He then removed both the remaining swg and catheter simultaneously and intact. A second successful attempt was made in the right internal jugular vein. There was no reported pt injury, complication or death. There was no reported delay in treatment.